Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The distributor performed a checkout of the equipment and confirmed the reported complaint. The hospital declined service.

Event description:
The hospital reported the left front wheel broke off the unit, causing the potential for the unit to tip or fall. There was no report of patient involvement.